Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; broken shell and others and underweight. A visual and microscopic analysis was performed which identified; sharp break on posterior and sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp break on posterior assessed as an unidentified (tear) opening. A sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.